Event description:
The initial attorney report alleged abscess, bacterial infection, foreign body reaction, add'l medical/surgical intervention, and explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006: repair of "huge" parastomal hernia, multiple midline incisional hernias with implant of three composix kugel mesh (also filed under (B)(4) and MDR 1213643-2012-00711). Postoperatively the wound became infected with (B)(6). Wound care and antibiotics were administered. On (B)(6) 2006: two chronically draining sinus tracts were noted near the stoma. During a minor procedure, a piece of heavy plastic material was noted which was believed to be part of the mesh that had come to the surface. The plastic tube was removed and appeared intact. On (B)(6) 2006: limited laparotomy for removal of infected intraperitoneal composix kugel mesh x3.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, a review of the medical records showed there to be add'l implants. Subsequently, davol, inc. Is submitting MDR based on the add'l info rec'd. Pt has a history of infection and healing issues plus was noted as having extreme abdominal wall atrophy as well as an increase in weight gain which added stress to the are. There was no lot number included in the medical records could not be conducted. The plastic tube removed from the pt which is believed to be the inner recoil ring of one of the mesh ((B)(4)) was not returned therefore, no eval could be performed. It cannot be determined at this time if it fractured as was alleged by the pt's attorney. Pathology reports of the explanted composix kugel mesh found to be clinically infected. However, discharge summary states cultures revealed no infection of the mesh. Doctor felt an inflammatory foreign body reaction to the mesh was experienced. Based on the info rec'd, it cannot be determined if the mesh may have caused or contributed to the reported post-op experience. The medical records indicate that the pt was treated for adhesions and cellulitis which are known possible adverse reactions listed in the IFU. The pt was also treated for infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available info, no firm conclusions can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.